Event description:
It was reported that the customer's bg value displayed as displayed as "low"; however, specific value was not provided. Reportedly, the customer stacked multiple bolus¿s resulting in the customer¿s bg decreasing. Customer consumed carbohydrates to address bg.